Event description:
It was reported that during a rectum procedure, the surgeon could not activate the device (it blocked). The surgeon opened a second device and finished the surgery. The procedure was prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) : information was not provided by the affiliate. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition and with two anvils present; one of the anvils arrived with the breakaway washer cut and the other anvil was noted to have the washer uncut. There were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, and it was tested for functionality using the returned anvil with the washer uncut. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.